Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow button was not working. No further information was provided. Animas made multiple attempts to follow up with the reporter without success. This report is made based on the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, animas received additional information from the patient stating the up/down arrow and ok buttons were intermittently unresponsive and required hard and multiple button presses to elicit a response. It was noted that the reported issue started months ago and progressively became worse. There was reportedly no damage or moisture noted to the keypad or the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was observed to the pump keypad cover. During testing, the down arrow and ok keypad buttons were intermittently unresponsive and the contrast button was completely unresponsive; the up arrow keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
(B)(4).